Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is unknown. The method/results/conclusion codes will be sent in a subsequent report once investigation is complete.

Event description:
It was reported that the patient was getting an elective replacement indicator message on the patient programmer. It is unknown if the indicator is premature or not. The device is still providing therapy.